Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an intervention procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted at a 45-degree angle and a little more than normal resistance was encountered. When the physician applied more pressure to advance the device, a "clicking" sound was heard and the device could not be removed. A strong pulsatile blood flow was coming out through the marker port. It was reported that fluoroscopy was used to visualize the device and it appeared as though the device had come apart. Manual compression was applied to control the bleeding. The pt was taken to surgery for device removal and repair of the artery with five sutures. The surgeon stated that the device was broken but connected and the foot was "open" and caught in the artery. When the device broke, the foot protruded as if deployed. It is unk as to when the pt was discharged. There are no reports of any further adverse pt sequelae.